Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "inspect the instrument case and instruments for damage upon receipt and after each use and cleaning. Instruments in need of repair should be set aside for repair service or returned to biomet. Instruments returned to biomet or its distributors should be cleaned and sterilized prior to shipment." Device requested, not yet received.

Event description:
It was discovered before a knee procedure that a screw was missing after sterilization of the surgical instrument. No patient injury or delay in the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as the reported device did not cause or contribute to serious injury and this malfunction has not been previously reported as causing/contributing to serious injury prior to use.